Event description:
It was reported that two fibers were not working as expected. There was a spark as soon as the console was started, accompanied by an unusual noise. Two other fibers from the same lot were used to complete the procedures, and they worked. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This complaint refers to the first fiber.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was no light exiting the connector face, and no aim beam was exiting the fiber tip, indicating an internal connector fracture. The reported allegation was confirmed. Burn marks were also observed on the face of the connector. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that two fibers were not working as expected. There was a spark as soon as the console was started, accompanied by an unusual noise. Two other fibers from the same lot were used to complete the procedures, and they worked. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This complaint refers to the first fiber.